Manufacturer narrative:
Analysis of the tined lead found no anomaly. Normal impedances were measured on all circuits and electrode pair combinations. (B)(4).

Manufacturer narrative:
Concomitant product: product ID 388928, lot# 0209002787, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
It was reported that when the lead was connected to the implantable neurostimulator during the procedure, there were high impedances on several electrodes. Cleaning and reconnecting the lead did not help. A different, new lead was used and impedance measurements were normal. A follow up report will be sent if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.